Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, or excessive no delivery test due to the alarm. The pump had minor scratches on the lcd window, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 108 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.